Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for peritonitis. The patient was treated with unspecified medications (dose, route, frequency, and duration not reported) for peritonitis. The cause of the event is unknown. The patient¿s catheter was removed on an unknown date and the patient was switched to hemodialysis. At the time of this report, the patient had not recovered. No additional information is available. This is report 1 of 3.